Event description:
I had micro needling with rf on (B)(6) 2022, with (B)(6). The machine used was genius by lutronic. This was for the full face and neck. This was the first time I've had the procedure. At the time, I was not informed as to who could/should perform the procedure, but I trusted the facility to provide the correct level of expertise. (B)(6) is not a doctor, nurse, nurse practitioner or pa. I'm not sure what her aesthetician status was at that time. Best you does have nurses and at least one pa on staff. (B)(6) was not supervised during the procedure but assured me the process was safe. I had significant redness, swelling and bruising, all of which I originally considered part of the process. It should also be noted that the pain and burning during the procedure was significant to the point where I almost had to stop. Once the swelling resolved, my skin was unrecognizable. The new track marks and pinpoint holes across my face were shocking. My previously very smooth skin was perforated and crepey. I thought I'd give it some time to "heal," but the swelling, redness and bruising resolved (2.5 weeks later) and the pinpoint holes were still there, as well as some discomfort. I have permanent scarring. Also, three years later, I've also lost significant volume in my face. My skin sags, my eyes are droopier due to the volume loss under them and the skin on my neck sags. My face looks much different than it did before the procedure. I messaged the spa immediately and they had me meet with their nurse practitioner, who offered laser treatment as a correction. But I was concerned to add any complexity to the issue. I also met with a plastic surgeon in (B)(6) who said there's not much she can do but offer to perform some filler or fat transfer.